Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3920 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2021, the PICC catheter was placed under ultrasound guidance. The process went smoothly, the catheter was unobstructed, and the chemotherapy infusion was normal. When the catheter was maintained on (B)(6), it was found that the blood could not be withdrawn. The blood was injected with normal saline and the resistance was large. X-ray examination showed that the catheter position was normal. The doctor ordered 5000u/ml urokinase negative pressure thrombolysis. On the (B)(6), the PICC catheter was checked and there was still no blood return, and the catheter was extubated.